Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that an attempt was made to place the third coil in an aneurysm. During repositioning, the coil was pushed and pulled multiple times, and then the coil stretched. The coil was caught within a previously placed coil; therefore, it was not withdrawn. A stent was implanted to affix the stretched coil to the vessel wall, and the implant was then successfully detached. There was no reported patient injury or health damage.